Event description:
During implantation, the femoral component was found to advance down the canal very easily. Because of this, the femoral component was backed out and the femur was examined. A nondisplaced spiral fracture was found that extended past the isthmus of the femur. Intraoperative x-ray confirmed this. Nine cerclage cables were placed around the fracture. The fracture was noted as never being displaced.

Manufacturer narrative:
Evaluation summary: the patient was obese according to the height and weight provided. Operative notes from the (B)(6) 2011 procedure were provided. The quality of the patient's bone is unknown. It is unknown if the best size femoral component was chosen for the patient's femoral size and anatomy. No x-rays were returned for review. It is unknown if the rotation alignment guide was used or if proper rotational alignment was achieved prior to impacting the stem. The surgical technique states, "begin to tap the impactor handle with a mallet until the prosthesis is fully seated with the collar resting on the calcar or until the implant will no longer advance. If the implant is not appropriately seated, and does not advance with each blow of the mallet, stop insertion and remove the component." With the information provided a definitive cause cannot be stated. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.